Event description:
The customer reported that the phaco power was poor during the cataract surgery. The surgery was completed with the same system and accessories with no delay. There was no pt harm reported. Add'l info has been requested, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).